Event description:
It was reported that during a surgical procedure at the user facility the device skipped resulting in a cut in the patients mouth. The procedure was completed successfully with the same device without a clinically significant delay.

Manufacturer narrative:
Updated: product not return.

Event description:
It was reported that during a surgical procedure at the user facility the device skipped resulting in a cut in the patients mouth. The procedure was completed successfully with the same device without a clinically significant delay.